Event description:
During an rv lead revision due to noise, this device was changed out because physician thought there might be an issue with the header. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.